Event description:
Customer reported noticing a big difference between the blood glucose readings versus the sensor glucose readings. Customer's blood glucose reading was noted to be 170 mg/dl and the sensor was reading 70 mg/dl. Customer stated that the sensor often wakes them up at night with a false reading. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.